Manufacturer narrative:
The technician found that the gas springs were frozen and could not be moved. He replaced the gas springs and trendelenburg functioned properly.

Event description:
Information received indicates the bed cannot be placed into trendelenburg.